Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that high threshold and decreased sensing were observed. The lead was explanted and replaced. There were no consequences to the patient following this event.